Event description:
It was found that the brakes would not engage due to broken/damaged brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.